Event description:
Revision surgery - the patient developed a large acetabular cyst many years post total hip arthroplasty. A metal on metal reaction is possible. The cup was removed, a bone graft was placed into the acetabular cyst. The surgeon put in a zimmer trabecular metal natural cup. All the components with the exception of the stem were revised.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that a revision surgery was performed due to a patient developing an acetabular cyst many years post-op to a total hip arthroplasty. The cyst is noted to be possibly due to a metal on metal reaction. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There is no information provided in this complaint about any patient activity level, history of trauma, general health condition, allergies, or other factors that could have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with the metal on metal liner, poly liner, and femoral head. (B)(4). The root cause for the revision surgery is to repair an acetabular cyst approximately six and a half years post-op. Because no components were returned to djo surgical and no tissue analysis was provided, a definitive root cause for the acetabular cyst cannot be determined with confidence. There is no evidence presented that suggests the acetabular cyst was the result of the djo surgical implant components.